Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm), the body did not open properly in aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm), the body did not open properly in aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise #: (B)(4). Corrected section- h6 device evaluation code changed to "failure to unfold/unwrap , the device was returned for evaluation on 06/18/2020. An investigation was conducted on 06/25/2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood was observed on the delivery device, seal and loading device. The delivery device was returned outside the loading device with the white plunger fully depressed and the blue slide lock disengaged. The seal and tension spring assembly was returned outside the delivery device. The seal was observed to be in an open state. No visual defects were observed on the intact seal. No cracks or delamination was observed on the seal. No measurements were taken of the delivery device due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" is not confirmed.